Manufacturer narrative:
Correction: a1, b2, b3, b5, b6, b7, d1, d2 (common device name), e1, e2, e3, g3, g5 (PMA/510k), h3, h6 (patient code, device code). Additional information: d4 (UDI number), h6 (results and conclusion codes). The implant was not returned for evaluation, so no results are available and no conclusions can be drawn. The lot number is unknown; therefore the device history records are unable to be reviewed.

Event description:
It was reported that following surgery, the patient had pain and it was determined that the patient had heterotopic ossification and the top of the implant had migrated post-operatively leading to a revision surgery. A fusion was implanted in place of the device.

Manufacturer narrative:
This medwatch is submitted to send the initial report of this complaint. Reference and lot number of concerned device are not known. Attempts to obtain additional information have been made and no answer has been provided yet. So far, is not possible to perform the review of traceability and devices history records. Product is not available for evaluation according to surgeon, no evaluation could be performed. Investigation still in progress.

Event description:
Mobi-c p&f us: heterotopic ossification + device malfunction. Information was gathered through the 2019 annual mobi-c ess surgeon survey. In response to a question asking if any given indicators of potential adverse events had been observed in the past year, respondent chose heterotopic ossification and device malfunction. No more information was provided. Additional information was received on june 17th 2019: surgeon reported 3 cases of heterotopic ossification in total, one of them had also a device malfunction related to dislodged device (current complaint). As all events are independent, each of them will be treated in an individually complaint. Implant came dislodged as the top portion slid in front of the lower half. No alleged trauma. The issue was identified during follow-up visit for neck pain, for this event the heterotopic ossification was not the issue. It was an adjacent segment. No x-rays could be provided due to regulations. Patient is doing well. Surgery was performed at (B)(6) in (B)(6) 2018. Revision surgery was performed. Mobi-c was removed and a roi-c was placed. Information about reference/lot of devices are not known. Device is not available for evaluation. Surgical technique has always been maintained. Surgeon doesn't think the device is anything to do really with hyperostosis developing unless there is metal on metal contact and there are negative charges locally within the area that is producing osteoblast activity. Some patients just scar very heavily and then get calcified. Additional information and clarification about event were requested. Investigation ongoing.